Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. Customer stating that the device on the tower encountered an issue where the image would black out and requested that a field service engineer (fse) be dispatched to evaluate the equipment. Subsequently, the customer requested that the dispatch be canceled as the issue had not recurred and was considered resolved. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause of customer allegation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had image blackout. The issue was found during an unspecified diagnostic procedure that was completed with the same device. There were no reports of patient harm.